Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported in a hospital document that ¿breakdown (mechanical) of cardiac electrode¿ was observed. The specific cardiac electrode was not determined. The pacemaker system including the leads were explanted and replaced with a leadless pacemaker system. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5173532. Pt code: 4582. Device code: 1384.